Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) pace/sense lead was implanted after the use before date. The rv lead remains in use, and no patient complications have been reported as a result of this event.